Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had to have the device taken out and redone because it was zapping them in the wrong place. On (B)(6) 2020 the patient provided further clarification and stated that the zapping sensation was not the regular stim feeling but rather a shocking feeling. No further complications were reported or are anticipated.